Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for the same model iol with a 1.5d difference in power. Additional information was requested.

Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.5., b.6., b.7., d.11., and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that in the surgeon's opinion, the patient ended up with residual prescription, caused or contributed to the event. There was no patient harm.